Event description:
It was reported that the patient presented for follow up. It was observed that both the pacing impedance measurements for the right ventricular (rv) and right atrial (ra) exceeded the upper limit. The defibrillation impedance also exceeded the upper limit. However, the leads were tested separately, and all measurements were found to be within normal limits. The issue was attributed to the implantable cardioverter defibrillator (ICD), and it was explanted and replaced. There were no patient consequences.